Event description:
Knee protheses removed due to infection roughly 2 years post operative for 3 pts. Replaced with another total knee prostheses.

Manufacturer narrative:
Method: device history record was not reviewed because devices were not returned and reference numbers were not reference. Results: devices were not returned for analysis. Conclusions: root cause of pt infection could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.